Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/17/2016 that an issue occurred with an enteral feeding pump. The customer states that the unit has intermittent power during testing. No countdown or alarm prior to shutting off. No patient was involved. Plug was securely plugged in the back of the pump and the battery was also fully charged.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of intermittent power during testing. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.